Manufacturer narrative:
(B)(4). Although a temporal relationship between the diagnosis of staphylococcus epidermidis peritonitis and the fresenius products exists, there is no documentation that indicates there is a causal relationship between the fresenius products and the peritonitis. The pdrn stated the potential causality of the staphylococcus epidermidis peritonitis event was due to the patient¿s breach of aseptic technique. Additionally, there is no allegation against any fresenius products or cycler. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents in the complaint file were reviewed by a post market surveillance clinician. It was reported by the peritoneal dialysis registered nurse (pdrn) this pd patient went to the pd clinic experiencing abdominal pain on (B)(6) 2017. At that time, the patient¿s peritoneal fluid appeared turbid and a gram stain culture was obtained. The patient¿s pd catheter was flushed with heparin (unknown dose, strength, response) and lidocaine (unknown dose, strength, response). The patient was treated with antibiotics, gentamycin and ancef intraperitoneally (ip). Additionally, the pdrn confirmed that the patient developed this episode of staphylococcus epidermidis peritonitis likely due to patient¿s breach of aseptic technique. Furthermore, on (B)(6) 2017 during a follow up call with the pdrn it was revealed that the gentamycin was discontinued as the bacteria identified on culture was gram positive. The patient was continuing antibiotic (ancef ip) with continuous cycler-assisted peritoneal dialysis (ccpd) treatments on the liberty cycler and recovering from the episode of peritonitis.